Manufacturer narrative:
No conclusion can be drawn.

Event description:
On (B)(6) 2011, an eye care professionals office reported that a patient wearing acuvue advance plus brand contact lenses experienced an adverse event in both eyes (ou). This medwatch form is being submitted for the right eye (od). On (B)(6) 2011, the patient returned to the ecp with c/o redness ou. The patient had been wearing acuvue advance plus product for six months utilizing a daily wear, two week lens replacement schedule. The ecp also reported that the patient has been "topping off" the solution in the lens case since 2008; both the patient and the parent were counseled regarding appropriate lens care. The patient was diagnosed with spk ou, 1+ cells were present in ac ou. The patient was instructed to d/c contact lens wear for one month and treated with sulpha pred gtts qid ou x1 week, then bid ou x1 week. The patient was also instructed to return for f/u in one month ((B)(6) 2011). No additional information is available at this time. Ten lenses from the same lot of the product in question were returned and evaluated. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. A lot history indicated, the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. (B)(4).